Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted concurrently with anterior/ posterior repair with mesh, b/l sacrospinous fixation and cystoscopy due to cystocele and rectocele. It was reported that following insertion the patient experienced sui, pelvic/rectal pain, and pressure, complications with voiding, dyspareunia, recurrence, pelvic/abdominal pain, uti and other infections. It was also reported that the patient had procedures done for mesh erosion, mesh exposure, vulvar lesion and dyspareunia on (B)(6) 2010, 11/9/10 and (B)(6) 2011. (B)(4).

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.